Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a stomach biopsy procedure performed on (B)(6) 2011. According to the complainant, during preparation, while testing the device one jaw detached. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a stomach biopsy procedure performed on (B)(6), 2011. According to the complainant, during preparation, while testing the device one jaw detached. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event

Manufacturer narrative:
A visual examination found that the device returned with one pullwire broken; however, no damage to the forceps jaws was present. Further analysis of the broken pullwire found that the failure site exhibited evidence of tension and compression zones typical of a bending action. The presence of transversal cracks at the failure surface further suggests the occurrence of a cyclic bending event. Additionally, dimple ruptures identified at the failure surface are indicative of a tension overload. No material anomalies were noted. Functionally, the unit was not tested due to the return condition. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. Although the jaw was not detached from the device, the pullwire was found to be broken. The evaluation attributed the pullwire break to cyclic bending action followed by tension overload. Since there are controls in the manufacturing process that exist to limit product performance issues, the damage likely occurred while the device was prepared for use. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The exact age of the patient is unknown. However, the patient was reported to be over the age of 18 years. Reported event of "jaw detached." The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.